Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient's scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised. Update rec'd- (B)(6) 2014: medical records received. Dor provided. Upon revision, low viscosity yellow fluid, green gray discoloration of the synovial tissue, osteolysis, and black corrosive material at the taper were noted. The stem and sleeve are being added to the complaint. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This device remained in situ, nad has not been revised. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.